Manufacturer narrative:
Concomitant product(s). Model: d224drg, ICD; implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed noise. The lead and device were both removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation was ruptured.